Event description:
It was reported that the patient experienced a shocking/jolting sensation in their leg and eye on the left side of their body. Additional info has been requested from the hcp, but was not available as of the date of this report.